Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor glucose reading and blood glucose reading differs. Customer stated sensor was very unstable, sensor reading differs from blood glucose reading twice and more. No further information provided.